Manufacturer narrative:
Product analysis :visual and optical examination of the fracture surface identified an angulated fracture; the circular direction of river lines is consistent with torsional overload.

Manufacturer narrative:
The product is not returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event.

Event description:
Procedure: pedicle screw case levels implanted: l3-4 it was reported that during the surgery the tip of the probe broke off in the patient's pedicle. Surgeon removed broken piece and continued on with no adverse effects. No fragments of the product remained inside the patient. No patient complications were reported.